Event description:
Customer reported that she was hospitalized due to high blood glucose and dka. Customer's blood glucose reading at the time of hospitalization was over 500 mg/dl. Customer stated that the insulin pump was alarming button error and she was not able to treat. Customer stated that she had a renal failure prior to going to the hospital. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive act button due to corroded keypad traces. After cleaning and removing corrosion of the keypad traces, the insulin pump passed the functional testing including rewind, basic occlusion, occlusion, prime, excessive no delivery tests and displacement test. The insulin pump received with cracked case at lcd window corners.